Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 (mg/dl) and muscle spasms believed to be a result of bg level. Customer treated bg level with insulin pen injections. Recommendation was made to consult with health care provider to discuss diabetes management.